Manufacturer narrative:
Patient involvement is unknown. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The reporting facility ((B)(6) hospital) has reported 2 patient infections allegedly related to heater-cooler contamination (see medwatch reports 9611109-2017-00112 and 9611109-2017-00113 for details on the patients). However, multiple heater-cooler devices have been found to be contaminated with mycobacterium chimaera (see medwatch reports 9611109-2017-00115 and 9611109-2017-00116 for details on the other units), and the facility does not track which unit is used for a given procedure. As it is unknown which unit(s) were utilized during the reported procedures, it cannot be determined if the contamination of serial number (B)(4) resulted in any patient impact. Through follow-up communication with the customer, livanova (B)(4) learned that the unit was decommissioned and replaced on (B)(6) 2016. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project for this type of issue.